Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device. The patient received antibiotics to treat the infection. No information was provided regarding specific medication or treatment. The patient said it took 2 weeks for the arm to heal. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.